Manufacturer narrative:
H3, h6) analysis for the detector interface enclosure was completed. The reported complaint was confirmed through functional testing, performance testing, and visual/physical examination. The interface was installed into a test system; the system did not fully boot, motion would not ready and the gantry leds were not functioning. There was an electrical failure with the detector interface enclosure. It was determined that the detector interface enclosure was faulty. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000171, serial/lot #: rev. 2 : s/n (B)(4). A medtronic representative tested and serviced the equipment. It was found that the system was stuck in a status of "system booting please wait" with a "connected not ready" message on the pendant. It could be seen through the remote desktop that the detector was not connecting. It was found that the detector had no power and the gantry leds were not functioning. The detector interface was replaced. The system then passed the system checkout and was functioning within specifications. The detector interface component was returned to medtronic but was under analysis at the time of filing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the imaging system¿s detector interface was in a status of ¿detected but not ready.¿ this issue was discovered by a medtronic representative when he was doing install calibrations for the system; the system had not been put in use at the site yet. This was discovered outside of surgery, and there was no patient involved.